Event description:
It was reported that the two of the foley trays had faulty statlocks. The customer stated that leg bags did not had enough adhesive to stick it to the patient's leg.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "adhesive chemistry not appropriate for application (poor quick stick characteristics)". The provided lot number was invalid, the lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two of the foley trays had faulty statlocks. The customer stated that leg bags did not had enough adhesive to stick it to the patient's leg.